Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed the power was low. This was contributed to normal wear. Unit was repaired and returned on (B)(6) 2013. Placeholder.

Event description:
Customer reported that during an operation there was a lack of power with the device. This is 1 of 1 report for #(B)(4).